Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of a piece of metal on the iol; therefore, the condition of the product could not be verified. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, there was a piece of metal on the iol. It¿s position would be hard to believe it was from forceps or injector. In the process of explanting when the metal came off, it was so embedded in the iol that it left a dent. Additional information has been requested and received stating that small metal fragment was embedded on the surface of the lens. Unclear if manufacturing issue or from injector. The lens was inserted and removed. The surgery was completed on same day with company lens of same model and diopter. There was no patient harm.